Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . Section b: condition of returned samples sample status: [x] no sample returned sample returned. Active device history log review: n/a defect confirmed [x] defect not confirmed details of history log: log review shows on (B)(6) 2026 and 7:02pm a continuing infusion with volume infused to 9.86ml and infusion start of 25ml/hr and 12ml (bd 20 syringe). At 7:30pm infusion was stopped with volume infused to 21.46ml and new vtbi set to 1.4ml and at 7:30pm an infusion start. At 7:32pm an infusion stop with volume infused to 22.33ml. At 7:36pm new vtbi set to 19ml and infusion start and stop with volume infused to 22.38ml at 7:37pm new therapy selected and infusion start of 0.5ml/hr and 13ml and at 7:38pm infusion was stopped with no volume infused and syringe holder opened. No sample, serial number, were provided however, a review of unit history files determined that the issue was not confirme. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: potential issue with the IV infusion pump/programming leading to likely medication error recognized as fentanyl syringe scanned and started at 1854, immediately prior to change of shift alarmed with vtbi warning and appears empty at approx. 1945. Gtb app, charge nurse, and pharmacy notified without further interventions needed as patient is already intubated and mechanically ventilated. No signs of complications noted aside from decreased raas. Propofol dose cut significantly to assess neuro status.